Event description:
It was reported that the customer had a no delivery alarm during prime. Customer was changing her set when the alarm occurred. Customer was advised to clear the alarm and disconnect from the pump. Customer resolved the issue while on hold. Customer declined further troubleshooting. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.